Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by cramping abdominal pain and opalescent effluent dialysate. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancocin (1 gm, intraperitoneal, once daily, for 1 day), brulamycin injection (40 mg, intraperitoneal, once daily, for 4 days) and heparibene na 2500 iu solution for injection (0.2 ml, intraperitoneal, three times a day, for 6 days) for the event. One day after the event onset, the patient was treated with cefazolin sandoz injection (1 gm, intraperitoneal, once daily, for 18 days) for the event. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that dianeal and extraneal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.